Event description:
Causality: likely. Patient initials: (B)(6). Date of awareness: 7/6/26. Patient rems ID: (B)(6). Provider rems ID: (B)(6). Reporter: pharmacist. Patient called pharmacy to refill adempas on (B)(6) 2026. Upon reviewing chart, pharmacy discovered that patient had hospital encounter on (B)(6) 2026 for ed admission for infection due to central venous device.